Manufacturer narrative:
Findings: pump had blank display due to corrosion on electronics. Unable to perform idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify backlight display anomaly due to blank display. Pump received with minor scratched display window and cracked reservoir tube lip. Drive support was inspected and no anomaly was noted.

Event description:
A customer reported via phone call indicating that the backlight on their insulin pump does not work. The insulin pump was exposed to moisture. The customer's blood glucose level was unknown at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.